Event description:
Found during routine testing. The caller reported the service indicator was illuminated with a fault code related to defibrillation energy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation trough functional and performance testing. The device was returned to the customer for use.